Event description:
It was reported that a vf episode with one inappropriate shock was observed on a merlin.net transmission. During the episode, undersensing was detected. An induction test was performed and the ventricular sensitivity was reprogrammed successfully. The patient's medical condition is good. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.